Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that an automatic safety switch from bipolar to unipolar occurred on (B)(6) 2018 due to rv pace impedance measurement of greater than 2000 ohms. The impedance spiked to 2072 on june 13th and to 2015 on june 16th, otherwise has been in the 500-600 ohms range. Following each lead safety switch event showed myopotential noise. The following physician was dr. (B)(6) at (B)(6) heart hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).